Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician prepared the catheter and inserted it in the sheath, but bubbles appeared and even if the physician tried to remove it by aspiring, bubbles keep appearing. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported after doing the transeptal with the faradrive, excessive bubbles were seen in aspiration syringe. Pump was used for the irrigation of sheath. The guidewire was at the tip of the catheter when inserted. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve; pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Update to the initial MDR in block(s) b5.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician prepared the catheter and inserted it in the sheath, but bubbles appeared and even if the physician tried to remove it by aspiring, bubbles keep appearing. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported after doing the transeptal with the faradrive, excessive bubbles were seen in aspiration syringe. Pump was used for the irrigation of sheath. The guidewire was at the tip of the catheter when inserted. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician prepared the catheter and inserted it in the sheath, but bubbles appeared and even if the physician tried to remove it by aspiring, bubbles keep appearing. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.